Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering on the system, and it powered on without errors. The second console was stopped during the procedure, and the surgery was completed with just one console.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report that second surgeon side cart (ssc) was encountering difficulty moving one of the arms 3 and 4 towards the end of the procedure. The reporter verified there was no obstructions on the right side of the ssc. The onsite logs reflect the 22023 on the right master tool manipulator (mtm). The reporter tried to set the brakes and found the left brake would not engage. The customer called back to report that after trying to engage brakes and confirming that cables were not obstructing mtmr motion, it was still unable to take control of instruments with mtmr. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) from right side on surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection, mtm was installed onto a golden system, where errors were triggered indicating faults on the embedded serializer in master base (esmb) board, main wire harness, and sensors for axis 1, axis 6, and axis 7, replicating the reported event. The unit was then installed onto a surgeon side console fixture test platform (sftp), where power-up failed on the same components. Following testing, the esmb board, main wire harness, and sensors for axis 1, axis 6, and axis 7 were tested and verified as the sources of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues resulted from faulty board, main wire harness and sensors located on mtm.